Manufacturer narrative:
Concomitant medical products: product ID: 3889-41, lot# va05qv0, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-41, serial/lot #: (B)(4), ubd: 28-dec-2016, UDI#: (B)(4). (B)(4) pertain to product ID: 3889-41, lot# va05qv0, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was seen in the clinic by the hcp and was having pocket site pain and a loss of efficacy to the point where the device was being kept off; the hcp decided to perform a revision. It was noted that the event was related to the device or therapy and not related to the implant procedure. Diagnostics performed included surgical observation, which found the neurostimulator had migrated. Interventions taken included explanting and replacing the lead on (B)(6) 2017. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the patient reported some loss of efficacy when able to tolerate the device being turned on; it was still helping some, but not as much as previously. It was updated that the originally lead was left in place due to positive cmap results and a new lead was placed to trial efficacy. The outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-41, lot# va05qv0, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that although the original lead was functioning fine after the additional lead was placed, the patient had better results with the new lead on the other side and wanted the original lead removed to use the new lead. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-41, lot# va05qv0, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the neurostimulator was repositioned on (B)(6) 2017 and the patient liked the response from the new, left-sided lead. No further complications were reported/anticipated.